Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4 - all product information is unknown, therefore, UDI is unknown.

Event description:
The event occurred on an unspecified date and involved an unspecified cogent device. The customer reported that the tablet had a battery issue. It was stated that it will not hold a charge despite plugged into power overnight. Battery looks swollen. The device is not available for evaluation. There was no patient involvement and no adverse event.